Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported not receiving an alarm. The patient noticed the cycler was overfilling the heater bag during dwell 1 and the treatment was cancelled to prevent the bag from popping. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to continue the use of their cycler for the next treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient completed treatment using manuals. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported not receiving an alarm. The patient noticed the cycler was overfilling the heater bag during dwell 1 and the treatment was cancelled to prevent the bag from popping. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to continue the use of their cycler for the next treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient completed treatment using manuals. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.